Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. External visual inspection was performed and passed. Transmitter voltage test was performed and passed. (B)(4) bluetooth pairing test/download was performed and passed. A review of the share logs/bin file was performed and early sensor expiration was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.